Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18- sep-2023. [Additional information]: on 18-sep-2023, modified information was received. The modified information indicated that the outcomes of the reported cerebral hemorrhage and the subarachnoid hemorrhage have been updated from ¿recovered / resolved¿ to ¿recovering / resolving.¿ the end date of both events were updated from ¿25-jan-2023¿ to blank ¿.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-mar-2023. [Additional information]: on 05-mar-2023, modified additional information was received from the excellent study site. The modified additional information indicated that on (B)(6)2023, the patient had a bleeding within the subarachnoid space. The bleeding in the subarachnoid space resolved on (B)(6)2023. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the study device and possibly related to the procedure. Cerebral hemorrhage and subarachnoid bleeding are known complications associated with the use of the embotrap device and are mentioned in the embotrap iii instructions for use (IFU) as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Per pi assessment, both events are possibly related to the study device and to the surgical procedure, thus the relationship of the embotrap to the reported events cannot be excluded. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the usfda under title 21 cfr 803 with the classification of ¿serious injury.¿ presently there is no mention that a prolonged hospitalization was needed. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-jun-2023. [Additional information]: on 16-jun-2023, modified additional information was received. The information indicated that the date the patient experienced the intracerebral hemorrhage was updated (B)(6) 2023. The information also modified / updated the date the patient experienced the subarachnoid hemorrhage. The date was updated (B)(6) 2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22e057av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Per pi assessment the event is both possibly related to the study device and to the surgical procedure, thus the relationship of the embotrap to the reported event cannot be excluded. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the usfda with the classification of ¿serious injury.¿ presently there¿s no mention that a prolonged hospitalization was needed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 73-year-old male patient with a history of hypertension and diabetes presented with a stroke on (B)(6) 2023. It is unknown if intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was not provided. The patient¿s baseline nihss score of 13 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy procedure on the same day. A 6.5mm x 45mm embotrap iii revascularization device (et307645 / 22e057av) was used to target an occlusion at the right m1 segment of the middle cerebral artery (mca). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass was made via a trevo® microcatheter (stryker) with axs catalyst® 6 da catheter (stryker) and 6 minutes incubation time. A flowgate2¿ balloon guide catheter (stryker) was also used in the first pass with full clot retrieval. The mtici score after the first pass was 2b. No additional passes were made. Tpa was not administered during the procedure. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 6. The patient experienced an intracerebral hemorrhage on the same day, (B)(6) 2023. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the study device and possibly related to the procedure. Patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2023. The patient has been discharged from the treating hospital on (B)(6) 2023. On (B)(6) 2023, responses to additional information request was received. The information indicated that the hemorrhage did not occur during the procedure, ¿in fact, it was an asymptomatic hemorrhage. The CT scan was performed as the standard protocol dictates.¿ there was no device performance issue related to the embotrap device used; no difficulties encountered. The patient¿s hospitalization was not prolonged, it was an asymptomatic hemorrhage.